Event description:
It was reported by pt that she underwent total hip arthroplasty in 2007. Post-op, she experienced pain and her surgeon recommended a revision of the durom acetabular cup. She is planning her revision procedure for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.